Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery excessively. The blood glucose reading was unknown. The customer stated that this was the fifth call regarding the same issue. He noted that the alarms had been occurring for the past 2 days. He was transferred for assistance. Nothing further reported.